Event description:
It was reported that the helix of right atrial (ra) lead was failed to extend. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-23016 as the helix failed to extend noted after inserting the lead into the body.